Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory and expiratory valves were cleaned and the ezchange valve replaced. The machine has been returned to service and is working properly. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported increased fico2 readings during ventilation requiring an increased flow of fresh gas. There was no report of patient injury.